Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707010600 and lot number z000001271, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 14 jun 2018, it was reported from (B)(6) hospital that a 34 in. (86cm) dual port single bladder disposable cuff with plc would not inflate or hold air. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the root cause of similar failures, was due a need to assess all tooling for rectification, an lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The scope encompasses medplast cuffs (item: 60707015600 and lot: z000009357). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the cuff was put on the patient and sterile drapes were on and ready for surgery. They went to inflate the cuff and cuff wouldn't inflate or hold air. There was a delay of 3 minutes. Nurse had to change cuff under sterile drapes. No adverse events were reported as a result of this malfunction.